Event description:
The customer was admitted as an inpatient for medical treatment of low blood glucose of 31mg/dl. The customer stated that she took too much insulin. Troubleshooting was performed. Reviewed the programming and it was correct. The reservoir was showing the same amount of insulin as shown on the status screen. The customer also mentioned that she had called the paramedics thirty four times within this month and they attempted to come her house to treat her blood glucose. The customer stated that previously she was admitted due to high blood glucose due to her fault. The customer thought that she inserted the infusion set all the way in, but it was not. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.